Manufacturer narrative:
If customers press "pt list" on the demographics screen the sys will pre select the previous pt. They can either press the "back" button which will ignore this and go back to the original screen or they can press the green "continue" button which will then overwrite the original data with the previous pt data. The user may press the "continue" button and inadvertently overwrite the data by mistake. This "pt list" button can be disable in setup which stops this from happening and removes the option from the demographics screen. Sys is functioning as expected.

Event description:
Customer reports a problem with the rapidcomm software for the rp405 sys. Customer had "save demographics" turned on for a pt sample being run on the sys and claims the sys gave the wrong pt demographics. No injury was reported with this event.